Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The replacement surgery was scheduled for (B)(6) 2025, but due to severe inflammation, the replacement was abandoned. Only the electrode was removed, and an insertion electrode (medium) was inserted. According to the doctor, it is suspected that the lead may have touched the eardrum, causing inflammation and subsequently leading to cholesteatoma. During surgery, only the electrode lead was removed, and a dummy electrode was inserted. The housing was preserved.

Manufacturer narrative:
Conclusion: according to the information received from the field explantation was planned due to a migration of the electrode out of cochlea. During revision surgery only the electrode was explanted due to an inflammation and cholesteatoma. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further in situ measurements showed two channels involved in a short circuit due to undetermined reasons. This is a final report.

Event description:
The replacement surgery was scheduled for (B)(6) 2025, but due to severe inflammation, the replacement was abandoned. Only the electrode was removed, and an insertion electrode (medium) was inserted. According to the doctor, it is suspected that the lead may have touched the eardrum, causing inflammation and subsequently leading to cholesteatoma.during surgery, only the electrode lead was removed, and a dummy electrode was inserted. The housing was preserved.